Event description:
Placement of an angiographic catheter in the vessel noted that the contralateral iliac leg graft length would occlude the origin of the internal iliac artery if deployed inside the contralateral limb of the main body graft with a 1 to 1 1/2 stent overlap. The physician decided that in order to avoid occlusion of the hypogastric artery the iliac leg graft would have to be deployed higher up and extending past the bifurcated segment of the main body graft. To compensate for the high deployment, an iliac leg extension was deployed within the ipsilateral limb of the main body graft and extended to a position that would support the contralateral limb. Final angiogram noted patent renal and internal iliac arteries. No endoleaks were viewed.